Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (5 mg/ml at .3 mg/day) and bupivacaine (2.5 mg/ml at .15 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient had missed a pump refill and the empty pump alarm was occurring. This morning the patient could not get a bolus with the ptm (personal therapy manager) because the pump ran dry. The patient did not hear the alarm as the patient had a small oxygen concentrator that was very loud. The patient saw the ptm codes and did not know what to do with ¿all kinds of alarms¿. The patient was to call the clinic, but was hospitalized so went to the clinic today. The patient was hospitalized for hypertension and was hyponatremic. The admission and discharge dates were unknown by the reporter. While the patient was in the hospital, IV (intravenous) morphine was administered so the patient had no withdrawal symptoms. The low reservoir alarm occurred (B)(6) 2017 and the empty reservoir alarm occurred (B)(6) 2017. The pump was refilled today according to their normal procedures. No reservoir volume discrepancies were noted. There was just a scant amount of fluid aspirated from the reservoir; ¿nothing to speak or¿ per the hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.